Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 24-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: the pump's black box showed multiple unexplained pump reboot events. The battery compartment was found to be cracked. The battery cap was able to attach to the pump and maintain an electrical connection. The pump was able to perform the prime steps with no problems. The display screen was dim and discolored.